Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation medical records received and evaluation: no information was received for review with the clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the reported event could not be determined because insufficient information was provided. Further information such as, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Patient's hip was revised for thigh pain and femoral loosening. Restoration modular and mdm were used in the revision.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient's hip was revised for thigh pain and femoral loosening. Restoration modular and mdm were used in the revision.